Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs9gzb4. Hardware: sm-s901u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 24 and 36 hours. The pod reportedly detached from the abdomen, causing the cannula to dislodge. Additionally, leaking at the pod site was reported. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.